Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturing representative that the patient was enrolled into the remote monitoring network with an incorrect device serial number. The caller was advised to edit the serial number; however, attempts to edit the serial number in the patient profile were unsuccessful. Informed the caller that the patient would need to be discontinued in the remote monitoring network and added back into the network with a new device serial number. The clinic was instructed to call back if requiring further assistance. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.